Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is 1 of 2 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00449 and 1058196-2011-00450.

Manufacturer narrative:
During a neurovascular procedure, the enterprise vrd and delivery stent ((B)(4)) were delivered via select plus 150/5 cm (mc) microcatheter ((B)(4)), but there was resistance/friction in the distal end of the microcatheter and the catheter was obstructed and the stent was impeded. After three additional attempts, the stent/ enterprise system and microcatheter were withdrawn, and changed to another one to complete the procedure. Constant flush and fluoroscopy was maintained at all times. No damages were noted on either device that may have contributed to the event. If yes, please explain. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after reshaping was completed. After the system was removed from the patient, neither device (enterprise delivery system or distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc) was damaged. The target sire was the anterior communicating artery (acom). There was no report of injury for the patient. A non-sterile microcatheter select plus was received coiled inside of a plastic bag. The microcatheter (mc) was inspected and presented a compress section at the distal end. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The mc was observed under a microscope and the compress section was confirmed. A cordis lab sample guidewire 0.018" was introduce from the proximal end and it was able to go through the mc until it was stopped on the compress section. The guidewire was introduced from the distal end and was able to go through the mc until it was stopped on the compress section. After that, the enterprise without stent was introduced into the mc and it was able to go through the mc until the compress section. The ID from the mc was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as 'catheter- obstructed' was confirmed during the analysis due to a compress section. The compress/flat section found on the device could not be conclusively determined. Procedural/handling factors appear to have impacted on the failure experienced by the customer; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility; therefore no corrective actions will be taken at this time. The reported failure as 'catheter- obstructed' was confirmed during the analysis due to a compress section. The failure reporter by the costumer as 'delivery wire/impeded-in microcatheter' was confirmed during analysis; however the cause of this failure was due to the compressed/flat section that present in the microcatheter. The root cause of the confirmed failure could not be determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00449 and 1058196-2011-00450.

Event description:
During a neurovascular procedure, the enterprise vrd and delivery stent (enc452212/01429997) were delivered via select plus 150/5 cm (mc) microcatheter (606s255x/ 15268746), but found it was difficult to advance 1/3 near distal end of the microcatheter. After three additional attempts, the stent/ enterprise system and microcatheter were withdrawn, and changed to another one to complete the procedure. Constant flush and fluoroscopy was maintained at all times. No damages were noted on either device that may have contributed to the event. The mc was re-shaped prior to use with the shaping mandrel and steam, and no damages were noticed after reshaping was completed. After removal from the patient, neither device (enterprise delivery system or distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc) was damaged. The target sire was the anterior communicating artery (acom).